Event description:
Device inserted on 11-7-97. On 2-6-98, external portion of device separated from shaft of device. Physician was unable to remove shaft of device, so it was pushed into pt's stomach.